Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.initial reporter name and address: (B)(6).

Event description:
The customer reported that a pediatric patient feed was set up and on run (3 in 1 feed set only). The feed was nutricia feed. The parents heard pump making noises but no alarm. There were numerous air gaps in the feeding tube. Per customer, this caused the patient to vomit. Additional information was received and stated that there was no medical intervention or treatment required because of vomiting. The patient is doing well.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One un-used sample was received for the analysis. The sample was visually inspected, and no issue was found. The sample was then flow tested on calibrated pump with nutricia energy feed for two hours. During this time, the unit was carefully watched for air in the line and there was no air in the line observed. As the sample passed testing requirements, the reported condition could not be confirmed. As a part of continuous improvement and due to the similar complaints received for the air in the line issue, a corrective action (CAPA) has been opened to address the reported issue through a more robust investigation.